Event description:
A home patient (hp)'s mother contacted baxter's technical service center regarding a homechoice (hc) machine therapy and reported that the patient felt overfilled. The hp's mother stated that the bag disconnected during therapy (dwell cycle) and she called the nurse. The rn instructed hp's mother to start over again. The fill volume was 2300ml. The initial drain alarm was at 600ml. Hp had not drained completely before starting over and became overfilled. Rn stopped therapy in fill 1 and manually drained hp prior to call. Hp's mother was asking why the patient got overfilled. The tsr explained hp should manually drain before starting therapy over. The rn was contacted by baxter. The nurse said she was not aware of the incident in 2008 and did not know the drain volume. The nurse said that the patient still had significant residual kidney function. The home patient's mother was contacted by baxter. The hp's mother said that the patient felt overfilled and had shortness of breath as a result of being overfilled. Per the hp's mother, she told the nurse that the patient had filled some amount before the bag disconnected. The cycler, however, started filling instead of draining. The hp's mother was not very sure about how much the patient had drained. She first mentioned that she drained the patient using manual exchange of about 1000ml. The hp's mother then stated that it was more like 3000ml. The patient's mother will swap the homechoice device. Nurse will program new cycler. There was no patient injury or medical intervention per the patient's nurse.

Manufacturer narrative:
Add'l PMA/510(k): k923065.